Event description:
On (B)(6) 2009, the pt reported that, when she removed the insulin cartridge of her infusion device, she pulled it from the top, which resulted in the plunger remaining attached to the piston rod. A full cartridge of insulin spilled into the chamber. Proper removal of the cartridge was reviewed with the pt. The pt switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.